Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary :the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is in its tray over its packaging. One of the plates is completely out of the device. No other anomalies were noted. The manufacturer performed an evaluation with the following results: as per the information and the image provided with the complaint the suture is visibly outside and the implant is activated, the implant and the trigger does not fits correctly into the position provided in the tray. The photograph doesn¿t show any evidence that could possibly help identify the root cause of the issue. Images 2 and 3 are samples taken from manufacturing site. Image 2 shows how the inactivated trigger rests in the tray, which defers to the image provided by the customer. The position of the trigger in image 1, resembles the one in image 3, which is a trigger that was activated and put back in the tray. This resemblance indicates that the device was already activated, therefore implants are outside because the trigger was pulled. The investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to activated implant/trigger fired defect. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. Since the device is not available for evaluation, the position of the components cannot be validated to establish an assignable cause therefore, the root cause cannot be linked to manufacturing since there are in process controls to prevent and detect this defect. Additionally, image shows that the device was manipulated (activated) before the picture was taken. Based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect this defect. The inability to evaluate the device makes the investigation of the root cause complicated, although attempts were made to replicate the defect, but it was not possible to do so. There is not enough evidence to link this defect to manufacturing. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue.¿ based on the investigation findings, the out of the box failure cannot be substantiated, however the potential root cause for the detached plate can be traced to procedural variables, such handling of the device, or product interaction before procedure; the device was mishandled while it was being unpacking and consequently cause an activation of the red trigger, therefore the plate was released. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿

Event description:
It was reported that during an unspecified surgical procedure, when opening the truespan 12 degree peek anchor device, it was observed that the implant was activated. During in-house engineering evaluation it was determined that when the device was in its tray over its packaging, one of the plates was completely out of the device. There were no reported adverse consequences to the patient. No additional information could be provided.